Event description:
It was reported that during a coiling treatment of a right sylvan aneurysm with hyperform balloon, physician experienced difficulty during deployment of the first coil because the balloon was slowly deflated. The hyperform balloon was removed, replaced with another balloon and the procedure was successfully completed with no patient injury reported.